Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt on the vasoview hemopro 2 broke. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).